Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "patient said the device is having the air in line message. Patient involvement: yes, death/serious injury: no, human harm: no, delay in therapy: no, medical intervention needed: no, problem observed: during patient use."